Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2009, and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017, and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager latch had failed. A field service engineer replaced the remote manager latch, applied conductive grease, checked the harness and cable, and confirmed that the remote manager was responsive. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager, fridge was unable to be recovered. They stated that they had attempted to restart the machine, but the remote manager was still not recognizing that the unit had been shut down and would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.